Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The device was returned to the manufacturer with no information. The device tracking system indicated that the patient had expired. Cause of death is unknown. Several attempts to follow-up with the hcp for additional information were made without success. The hcp reported that the patient had not been seen in that clinic since 2008.